Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had stage 2 of the interstim procedure yesterday, (B)(6) 2023, and that they were not having a great time today. The caller stated the patient was still getting a lot of bladder urgency and retention. The caller then stated the patient was not so much having retention and that they did urinate but it was "a little on the forced side" and it was not a lot. The caller stated it was more the urgency and that the patient had been in the bathroom 30 times today. Patient services (ps) reviewed therapy expectations with the caller and the caller stated they just haven't seen the 50% or greater reduction in the patient's symptoms as of yet, and that even during the trial, while the 3rd program of the 3 programs the patient tried worked the best for the patient's symptoms, it was still not a lot and that they hoped they'd be able to find a good setting for the patient that will help at least by 50% or greater. The caller stated the patient had a follow up appoin tment at their managing health care provider (hcp) with the individual who worked with the interstim devices and that the purpose of the meeting will be to play around with the different settings and find one that will help the patient. The caller had initially called because someone had called and left a message and told the patient they'd call them back in a week.the caller stated the message did not convey what the individual who called had been calling for. The caller stated they'd been working with a manufacturer representative (rep) and that the caller who left the message was not this rep. Ps redirected the caller to follow up with their managing hcp office to inquire more about the message and concerns about the patient's symptoms and invited the caller and patient to call back in the future if they had any questions or concerns about the external devices and the device description/function. Caller stated the patient would continue to monitor their symptoms and follow up with the patient's hcp. Additional information was received from the patient representative. They reported that the patient's therapy results are lousy and they are running through blindfolded on how to optimize patient's therapy. Caller said that the rep told them to keep patient on the same program for a month and caller said they aren't able to do that because the patient's symptoms are so bad. Caller said patient has parkinson's and so that could disrupt the effectiveness of the ins but also because of the parkinson's, the patient has urgency for both the bladder and the bowel and some retention but it's not as prominent. Caller said the bladder urgency never leaves and the bowel urgency will creep in on certain programs. Caller said the patient gets the urgency but can't go and said maybe it's also because they don't have the strength in their muscles down there to push things out. Caller said patient gets fatigued with all of their symptoms so it's hard to go out and do things. Caller said the patient's tremors come on/are triggered when their urgency is increasing. Caller said they've changed between 4, maybe 5, different programs and patient has not been able to get therapy relief. Caller said after changing programs, patient has temporary relief and then the symptoms return. Caller said sometimes in certain positions patient can feel greater stimulation and feel the device move. Caller said on program 3 the patient was getting pain down their right leg and in their buttocks along with some numbness and tingling. Caller said it got to the point where the patient couldn't sit upright in a chair so they turned the ins off. Caller said they turned the ins back on later and changed to program 4. Caller said on program 4, patient seems to get sleep and the urgency goes down to a level they can tolerate, but within a half hour after they get up their having issues and they "just can't function". Caller says when patient's symptoms start getting very bad they decrease stimulation or they change to another program. Caller said the patient has never been able to tolerate more than 0.3ma on any pro gram but said they always make changes the same day and have not tried increasing stim after one day. Reviewed general therapy guidelines, functionality of ins and functionality of programs/electrodes. Caller said they assumed if the patient's urgency returned that they would decrease stim rather than increase stim and thought that might make symptoms worse. Reviewed functionality of allowing programs a chance by increasing stim. Caller will continue to make adjustments as necessary and monitor patient's symptoms. Additional information was received from the patient. They reported that they met with a manufacturer representative last week at the hospital for standard therapy optimization and had two new custom programs added. Patient reported they are having issues with the programs that the rep added to pt's device. Pt stated they had two programs before and they are not sure which programs they added. Patient's reason for call was to request to speak with the rep. Pt also reported they are having issues with therapy not working. Pt stated this has been going on "for a while, since I've gotten it in, I've never got it regulated".on (B)(6) 2023 additional information was received from the patient. They reported that both vibration and migration and the cause was unknown. They had urgency symptoms and right leg and buttock pain, patient also experienced numbness, they had burning sensation and it was planned to be removed on (B)(6) 2023.